Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had an intermittently responsive act button after the device had been dropped. The customer's blood glucose was over 200 mg/dl. The customer stated that the he had to sometimes press the act button several times in order to garner a response. He also reported that the device sustained a crack to the battery compartment. He stated that the insulin pump may have fallen to the floor leading to the damage, although he did not know exactly how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.